Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drops of insulin were seen coming out of the tubing during fill tubing. Reportedly, the luer lock connection may not have been secure. The customer reattached the luer lock connection, saw insulin drips during fill tubing, and resumed insulin delivery. The customer's blood glucose level was 232 mg/dl and it was addressed with a bolus.